Event description:
It was reported the pt developed endocarditis 3 months post-op. The pt had severe aortic insufficiency and according to the physician, it was a difficult re-operation. The valve was replaced with a homograft. Add'l info has been requested.